Event description:
It was reported that the patient experienced inadequate stimulation and pain at the ipg site. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 , model: sc-2218-50 , serial: (B)(6), batch: 7094554/7094660.